Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was having shooting, electrical, discomfort pain in the rectal and vaginal area that started a month ago but was getting worse in the last 2 weeks. The patient reported they were constipated and using the bathroom, they were changing the setting and got shocked and strong stimulation while using the bathroom. The patient reported they were feeling strong stimulation when the implant is on or off. The patient reported the stimulation ¿blew up¿ and they couldn¿t even sit down in the last too weeks because the stimulation was too strong. The patient stated they could describe the stimulation feeling like ¿2 hot metal rods, one up their rectum and one in the vagina sitting on those rods.¿ syncing with the programmer showed the stimulation was on at 5.0v on program 1. The patient noted that they had been working in the garden because the weather changed, and the positional changes were related to the issue. The patient also noted that sitting down was difficult. The patient decreased stimulation on the call to 4.0v on program 1 and the stimulation was feeling better. It was reviewed that 50% relief is considered successful and increasing stimulation may not always be needed. The patient was redirected to a healthcare provider. The patient noted their healthcare provider moved and they didn¿t have a healthcare provider for their implant, they were sent listings. No further complications were reported.